Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The event can be detected/prevented by following the instructions for use which provides: the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection, and the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope exhibited foreign matter present in the nozzle, present at the bending section adhesive joint, and foreign objects coming out of the suction channel. There was no patient involvement.